Manufacturer narrative:
Philips healthcare was not authorized to evaluate the device at this time. The customer reported that they ordered the battery and will repair the device.

Event description:
The customer reported that the ventilator was not working properly. The ventilator fails the battery test during preventive maintenance and it displays 1 volts where it should say 24 volts. There was no patient connected to the device at the time of the event occurred.